Manufacturer narrative:
1. Customer tested on (B)(6) 2026 using 2x ihealth covid-19 flu a&b tests, one test was positive for covid-19, one test was negative for covid-19. Customer then tested that evening with an expired quickvue antigen test that showed a negative result. 2. Customer tested again on (B)(6) 2026 using the ihealth covid-19 flu a&b test kits, both of these were negative. 3. Customer has not had follow up pcr testing to confirm results. 4. The manufacturer retested the lot (242cf10718) with covid-19 negative samples ,no false positive for covid-19 were detected.

Event description:
Customer was experiencing symptoms of sore throat, malaise, and fatigue.customer took 2 ihealth tests from this box on (B)(6), one was immediately positive and one was negative, and took an expired quickvue antigen test that evening that was negative.he took another test from this same ihealth box the morning of (B)(6), both were negative.